Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Replacement head broke in half at the stem [device breakage]. No adverse event [no adverse event]. Case description: a male consumer of unspecified age reported that an oral-b brushhead, version unknown had broken in half at the stem, the white plastic, when used with an oral-b power battery toothbrush handle pro-health. The consumer stated that he'd had the toothbrush handle for about six months or so, and hadn't changed the brushhead since he had had it. No symptoms developed.

Manufacturer narrative:
10-feb-2016 product investigation results: reporter returned one battery toothbrush (handle and head) on 28-jan-2016. Investigation revealed: product returned by consumer is not a p&g product - no further investigation warranted.

Event description:
Replacement head broke in half at the stem [device breakage]; no adverse event [no adverse event]. Case description: a male consumer of unspecified age reported that an oral-b brushhead, version unknown had broken in half at the stem, the white plastic, when used with an oral-b power battery toothbrush handle pro-health. The consumer stated that he'd had the toothbrush handle for about six months or so, and hadn't changed the brushhead since he had had it. No symptoms developed.